Manufacturer narrative:
(B)(4). Lot# unknown - potential lot# 13f18f0703.

Event description:
The customer reports that the dilator was frayed at the tip during use.

Manufacturer narrative:
(B)(4). The customer returned a single dilator, lidstock and various components for evaluation. Microscopic examination revealed the sample contained signs of use in the form of biological material on the tip. The returned dilator tip was torn back on one side and the dilator is split around the circumference. The torn side and fold all contained white coloration, indicating stress. The dilator body length and outer diameter were measured and were found to be within specification. A device history record review was performed on the dilator and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes instructions for dilator insertion. It states to "enlarge cutaneous puncture site with cutting edge of scalpel positioned away from the spring-wire guide" prior to dilator insertion. The IFU also cautions the user "alcohol and acetone can weaken the structure of polyurethane material. Therefore, care should be taken when instilling drugs containing alcohol or when using high concentration of alcohol or acetone when performing routine catheter care and maintenance." The reported complaint of the dilator tip damaged during use was confirmed by complaint investigation. The returned dilator was cracked and the material was folded back. The dilator tip contained discoloration at the cracks, indicating stress. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the sample received it was determined that unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the dilator was frayed at the tip during use.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the dilator was frayed at the tip during use.